Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, 90% stenosed de novo lesion in the distal obtuse marginal (om) coronary artery. The patient presented with severe chest pain. Pre-dilatation was performed and a 2.25x23 xience xpedition stent was implanted at 16 atmosphere in the target lesion via radial approach. Fluoroscopy after stenting revealed a dissection at the distal end of the stent. A new xience xpedition stent was deployed to treat the dissection. There was no reported adverse patient sequela. No additional information was provided.